Manufacturer narrative:
Three fast-fix 360 curved needle delivery system devices, used in treatment, were returned for evaluation. A visual inspection revealed t1, t2, and suture were not returned with any of the delivery devices. The needles were inspected and no damage or deformation was observed. A functional evaluation revealed the actuator cycled and actuated properly. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the fast-fix 360 meniscal repair system instructions for use found the following warnings and precautions related to premature anchor deployment: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Internal complaint reference: (B)(4).

Event description:
It was reported that during a surgery using a fast-fix device after deployed t1, t2 deploy. It is unknown if there was an available back up device or a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.